Event description:
During installation of the device for future use for cardiopulmonary bypass procedures, the pump sys unexpectedly displayed the message "fail 5", and two of the console's roller pumps stopped. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not begun.